Event description:
Evaluation summary: the stent was not returned with the delivery system. Crimp impressions were visible along the body of the balloon.

Manufacturer narrative:
Evaluation results: related to operational context (force used). Deformation problem. Evaluation conclusion: related to operational context (force used). (B)(4).

Event description:
The physician attempted to deploy an endeavor sprint 2.75 x 30mm rx drug eluting stent in the lad. The target lesion had severe calcification and 90% stenosis. No difficulties were noted when removing the device from the hoop or during preparation of the device. Force was used to advance the stent to the target lesion. The lesion was pre-dilated with a 2.0 x 20 mm balloon to 12 atms. It was reported that the endeavor sprint stent could not pass the lesion. When the device was pulled back it was noted that the stent struts were damaged. There were no reported patient complications.

Manufacturer narrative:
Evaluation, conclusions: user error contributed to event (force used while delivering the stent to lesion).

Event description:
Additional information received reported that stent dislodgement occurred intro and post removal of the device from the patient. It was reported that the stent was on the device when it was removed from the patient but dislodged during the packaging stage prior to return.

Manufacturer narrative:
Evaluation results: failure to follow instructions (force used while delivering the stent to lesion). Inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (calcification and stenosis present). No results available since no evaluation performed (device or procedural images were not returned for evaluation). Evaluation conclusions: failure to follow instructions (force used while delivering the stent to lesion). Inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (calcification and stenosis present). Unable to confirm complaint (device or procedural images were not returned for evaluation). User error contributed to event (force used). (B)(4).